Event description:
The reason for call was pt stated that half the time the device would connect and half the time the device wouldn't connect. Pt said that they would place the communicator over the ins, but the device wouldn't connect. Pt said that they would turn "it" all the way down and then "it" would come back up. Pt said that they had the stimulation settings high on 8 or 9 and they would feel the stimulation, but then they would be sitting there and they wouldn't feel the stimulation. Pt said that the issues started this weekend. Pt said that they are supposed to be seeing the manufacturing representative (rep) on friday. Agent began troubleshooting. Pt said that the communicator green light was on. Pt attempted to connect to the ins via the mystimpc therapy app. Communication was successful and no issues presented. Therapy was on with group a active. Pt said that they had the stimulation set to 8.2 and 7.4. Pt said that they would feel the stimulation for like an hour only. Pt said that they would turn the devices off for about ten minutes and then they would turn the devices back on. Agent reviewed considerations and device functionality with the pt. Pt then insisted that they didn't turn the devices off. Pt said that they always saw the green and blue lights lit up on the communicator. Agent did offer to replace the communicator, however pt declined and said that they would call back after meeting with the rep if they wanted the communicator replaced. Pt said that the ins was not helping their back anymore. The patient was redirected to their hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.